Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, five (5) photographs of the sample were provided for evaluation. The photograph were reviewed and showed a round black particulate matter inside the fluid pathway. The reported condition was verified. It could not be determined if the particulate matter was fully or partially encapsulated inside the tubing. The particulate matter was determined to be intrinsic to the manufacturing process, identified as pin buildup of burnt plastic material broken off during the tubing extrusion process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter phone no.: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle found inside the line (tubing) of a homechoice cassette. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.